Event description:
It was reported that the patient developed an infection after completing the temporary trial lead procedure and prior to the permanent implant procedure. The patient was admitted to the hospital and underwent an epidural abscess decompression procedure. The event was assessed to be related to the procedure and possibly related to the device hardware. Information regarding the device model, serial number, implant and explant date has not been provided despite multiple attempts.

Manufacturer narrative:
Additional suspect medical device component involved in the event:-insertion needle.

Event description:
It was reported that the patient developed an infection after completing the temporary trial lead procedure and prior to the permanent implant procedure. The patient was admitted to the hospital and underwent an epidural abscess decompression procedure. The event was assessed to be related to the procedure and possibly related to the device hardware. Information regarding the device model, serial number, implant and explant date, has not been provided despite multiple attempts. Additional information was received that the event may possibly be due to the lead and insertion needle. The event has resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: insertion needle. Product family: scs-surg acc, upn: m365sc42000, model: sc-4200, serial: n/a, lot: n/I. Product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), lot: 7071404.

Event description:
It was reported that the patient developed an infection after completing the temporary trial lead procedure and prior to the permanent implant procedure. The patient was admitted to the hospital and underwent an epidural abscess decompression procedure. The event was assessed to be related to the procedure and possibly related to the device hardware. Information regarding the device model, serial number, implant and explant date, has not been provided despite multiple attempts. Additional information was received that the event may possibly be due to the lead and insertion needle. The event has resolved. Additional information was received that the patient experienced a progressive increase in lumbar pain two days after the trial procedure. Magnetic resonance imaging revealed a significant collection presumed to be infective between t12/l1. The patient underwent a t11- l1 laminectomy and drainage of the epidural abscess with no complications.

Manufacturer narrative:
Additional suspect medical device component involved in the event: insertion needle: product family: n/I; upn: n/I; model: n/I; serial/lot: n/I.

Event description:
It was reported that the patient developed an infection after completing the temporary trial lead procedure and prior to the permanent implant procedure. The patient was admitted to the hospital and underwent an epidural abscess decompression procedure. The event was assessed to be related to the procedure and possibly related to the device hardware. Information regarding the device model, serial number, implant and explant date, has not been provided despite multiple attempts. Additional information was received that the event may possibly be due to the lead and insertion needle. The event has resolved. Additional information was received that the patient experienced a progressive increase in lumbar pain two days after the trial procedure. Magnetic resonance imaging revealed a significant collection presumed to be infective between t12/l1. The patient underwent a t11- l1 laminectomy and drainage of the epidural abscess with no complications.